Event description:
It was reported that the pt experienced shocking in the pocket during an impedance check and with any changes in programming. The pt stated that he fell down the stairs about 4 months ago and had noticed a change in his stimulation after that incident. The pt also stated that he noticed shocking when he walked through security gates at certain stores. The impedances were checked and were in the normal range with some question marks, but due to pt discomfort, the impedances were not rechecked. The pt does not feel shocking when the stimulator is off. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.